Event description:
It was reported that the caretaker found the ilet was not charging because it had been placed face down on the charging pad; once positioned correctly face up, the device charged normally. The patient had been off the ilet due to running out of infusion sets, used multiple daily injections, developed severe hyperglycemia with confusion, and required emergency care; the reported blood glucose on presentation was 562 mg/dl. Customer care provided support that included troubleshooting and user education regarding proper charging orientation. Investigation of this case revealed user error related to charging orientation, with no device malfunction identified and no causal relationship between the hospitalization and the ilet since the patient was disconnected from the pump during the event. Symptoms included hyperglycemia and altered mental status. Outcomes included hospitalization with treatment using intravenous insulin and fluids, subsequent stabilization, and temporary discontinuation of the ilet until later the same day per clinician guidance. It was concluded, based on previously established findings for similar reports, that the cause was user error and external clinical circumstances while off therapy.